Event description:
Consumer complaint of about high blood results. Verified that the test strips were within expiration date (10/17/2017). The customer states that she stores the meter in the carrying case and the test strips in her bedroom. The customer states that the box of test strips were opened on ((B)(6) 2015). Customer to performed a back to back blood test: 290mg/dl and 298mg/dl. Customer stated her expected blood reading is 160mg/dl's. Recalled the last five blood results: 391mg/dl on (B)(6) 2015 - 10:13 pm. 284mg/dl on (B)(6) 2015-06:48 am. 234mg/dl on (B)(6) 2015-03:42 pm. 243mg/dl on (B)(6) 2015-07:17 am. 433mg/dl on (B)(6) 2015-03:59 pm. The customer physically feels fine, no medical attention needed. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction. User had inaccurate reference.